Manufacturer narrative:
The complaint could not be confirmed by investigation. No product samples, pictures, or videos were received for investigation. Without the return of the used sample, a comprehensive failure investigation cannot be performed, and a cause cannot be determined. The device history review (DHR) was reviewed, and no nonconformities were found that would have led to the reported complaint.

Manufacturer narrative:
The device is not available for evaluation. The investigation is pending completion. The device history report will be reviewed.

Event description:
The event involved a microclave¿ connector where it was reported that after the infusion connector expired, it was replaced with a new one for the patient, when it connected to the infusion set, then blockage occured. The infusion connector was primed normally. There is patient involvement but no patient harm. The patient was a 74-year-old male.